Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the deployment knob (actuator) components detached from the dcs. The device was received with the capsule fully opened. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. A kink was observed along the proximal end of the inner member shaft near the spindle hub. Delamination was observed over the nitinol reinforcing frame along full length of the capsule. One tab of the male actuator component was observed to have been detached. Another tab of the male actuator component was observed to be hinged inwards. Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs). There were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. A kink was observed along the proximal end of the inner member shaft of the returned dcs. The damage observed on the inner member shaft may have occurred during return transport for analysis, or the kink may have occurred during the procedure if the capsule was not completely closed. Delamination was also observed over the nitinol reinforcing frame along full length of the capsule. Based on the information available the cause of the inner member damage cannot be conclusively confirmed. However, delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. No manufacturing issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 34mm transcatheter bioprosthetic valve, using the inline sheath, the handle of the delivery catheter system (dcs) was turned approximately twice and the handle broke. The dcs and valve were withdrawn from the patient without issue. The same valve was loaded onto a second dcs and successfully implanted. It was noted no misload was identified and no unusual resistance was noted during the valve load; the patient anatomy was unremarkable. No adverse patient effects were reported.